Event description:
It was reported during a diagnostic laparascopy the surgeon closed the white handle, then fired the black handle and nothing happened. The case was completed by endoloops. There was no consequence to the patient.